Manufacturer narrative:
(B)(4). Date sent: 02/19/2020. D4: batch # r5am4a. Device analysis: the analysis results found that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported, patient who enters for scheduled exploratory laparotomy colostomy closure, the ethicon endo-surgery linear suture gun was passed, at the time the remodeling procedure was finished, the device was removed and there was a bad cut of the same and poor fit of the sutures. The hospital didn't report patient consequences so there wasn't any negative outcome. After the device failure, they used another device to conclude the procedure.